Event description:
It was reported that the last time the patient had a return of symptoms it was due to implantable neurostimulator (ins) low battery. The last ins was replaced in 2009 due to end of life (eol), although it only lasted 3 years. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, product type lead. (B)(4).